Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: d2a. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the distal end was chipped due to age-related deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath exhibited a chipped distal end. The issue occurred during reprocessing. There was no patient involvement.